Event description:
It was reported, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the customer, the problem was resolved through troubleshooting. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The event was found at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: b5, d8, d10, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a communication abnormality with a scope caused by an impact from the damaged scope (cyf-v2). Olympus will continue to monitor field performance for this device.